Event description:
It was reported that the customer had cracks on the insulin pump. Customer stated that the pump was cracked along the reservoir and the black ring inside the reservoir compartment. Customer noticed that the reservoir was loose when she changed her site. Customer stated that she had a couple of falls on the ice. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, and missing reservoir tube o-ring.